Manufacturer narrative:
The qube mini bedside monitor was returned to the equipment service center (esc) for evaluation. The device has been received, however is pending evaluation and repair. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that their qube mini bedside monitor was randomly shutting down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The unit was evaluated by a spacelabs equipment service technician. The technician confirmed the failure and traced the issue to a faulty cpu pcba. The faulty part was replaced and the device passed all final testing before being returned to the customer. Cause of failure was a faulty cpu pcba.